Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The skull clamp slipped on the patient. The rocker arm was also stuck in the patient's head. Additional information has been requested.

Manufacturer narrative:
Integra completed their internal investigation on (B)(6) 2015: at this time a DHR review cannot be performed. This review will take place once either or has been provided. In summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.